Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "in response to physical complaints, I had an investigation take place. Imaging shows that...implants are torn."

Event description:
Patient reported left side rupture, "in response to physical complaints, I had an investigation take place. Imaging shows that...implants are torn." Device remains implanted.